Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 80 mg/dl. The customer was able to successfully resume insulin deliveries and complete the intended bolus. No additional occlusion alarms had been received. The customer reported the pump would continue to be used for insulin therapy. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.